Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device is failing the opcheck for audio. There was no patient involvement reported.